Event description:
The pump was returned to the manufacturer with no information. The hcp later reported that the pump and catheter were removed on (B) (6) 2010 due to a wound infection. The patient experienced erosion and would dehiscence. The pump contained fentanyl and bupivicaine. The patient recovered without sequela.

Manufacturer narrative:
Corrected manufacturing site.

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.